Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and the reported problem could not be reproduced. The fse completed the annual survey and no discrepancies were found. The system was verified and ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument adhered with tissue. The procedure was completed with no reports of patient injury.